Event description:
The guide wire was delivered and the intravascular ultra sound (ivus) was advanced to the lesion. When the ivus was pulled back there was resistance. The ivus could be drawn into the guiding catheter with the guide wire, but the guide wire became separated.